Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ can you identify the product code and lot number of the products involved? ¿ how many devices demonstrated the alleged deficiency? ¿ did wound dehiscence occur? ¿ please provide the source or name and title of external person providing answers. ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. They used the sutures on a dog after an operation to remove multiple masses . The sutures broke the next day. It is worth noting they were applied in an immobile area, and the owner confirmed the dog was not trying to break them. The sutures kept unravelling upon reapplication. Additional information was requested.